Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvcs) and ventricular tachycardia (vt), an intellanav mifi oi catheter was selected for use. During the procedure, the ablation catheter was placed in the left ventricle (lv) on the lateral papillary muscle between the heads of the papillary muscle a steam pop was heard, this was also visible in the intracardiac echocardiography. No coagulum was found on the tip of any catheter. The directsense impedance drop was 30ohms and the flow rate on the metriq pump was flowing at a rate of 30ml/min. The ablation was stopped, the blood pressure and pericardial space were checked, and no anomalies were noted. The procedure was completed without any patient complications. The device is not expected to be returned for analysis since it was disposed.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.